Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) results on their c702 analyzer. There were no problems with any other assays. The discrepant results were reported outside the laboratory and the doctor received the discrepant results. The first patient's initial phos result was 3.44 mmol/l. The sample was tested on another module and the result was 1.19 mmol/l. The second patient was a female born on (B)(6). On (B)(6) 2014, the initial phos result was 3.01 mmol/l. The sample was tested on another module and the result was 1.19 mmol/l. On (B)(6) 2014, the third patient's initial phos result was 3.87 mmol/l. The repeat result was 1.45 mmol/l. Information on whether the patients were adversely affected was requested but not provided. The phos reagent lot number was 600207. The expiration date was requested but not provided. The sample and reagent probes were clean. After service intervention, the phos results were ok.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control were acceptable and a general reagent problem was excluded. The reaction monitors point to the elevated results being due to the sample probe needle transferring too much sample. The alarm trace also showed probe alarms. There was also an incubator water short alarm. The issue was most likely due to a maintenance issue.

Manufacturer narrative:
This event occurred in (B)(6).